Event description:
It was reported that there was out of range impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was out of range impedance. It was further reported that there was an apparent fracture of the high voltage coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Additional findings include the distal conductor distorted, blood/body fluid with several conductors (not obstructed) and in/on helix mechanism (sleeve head) and in/on helix mechanism, defib conductor fracture (overstress), outer insulation torn, white substance with exposed defib coils and outer insulation, outer insulation cosmetic depression, tip seal observation, lead stretched and apparent explant damage. Partial lead in segments returned and analyzed.